Event description:
It was reported that the left ventricular lead dislodged into the coronary sinus. The lead was explanted and replaced. The patient was doing well before, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.